Event description:
The nurse reported that the footswitch did not work when the system was tested prior to the surgery. A retrobulbar block had already been administered to the female patient. There was a 3 1/2 hour delay before the case was finally cancelled. No incision had been made and there was no patient injury. An additional two subsequent cases were also cancelled.

Manufacturer narrative:
The footswitch has been returned and evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).